Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted (B)(6) 2016; 439685 lead implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for out-of-range pacing impedance on the right ventricular (rv) lead. High pacing thresholds were noted on the left ventricular (lv) lead. Undersensing was noted on the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.